Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Analysis of the pump found no anomaly.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, iindicated for non-malignant pain and chronic lower back pain. It was reported that a pump and catheter were explanted on (B)(6) 2015. The healthcare provider stated that the reason the pump was removed was due to pump pocket dehiscence, and that basically the pump broke through the implanted pocket and was exposed through the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.